Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant medical products: boston scientific advantage fit: (B)(6) 2008. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with stratasis urethral sling and the boston scientific advantage fit on (B)(6) 2003 and (B)(6) 2008, at (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Event description:
The patient was reportedly implanted with stratasis urethral sling and the boston scientific advantage fit on (B)(6) 2003 and (B)(6) 2008, at (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.